Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information provided details on intervention taken for the driveline cover orientation. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was not comfortable with the clinic correcting the driveline cover orientation. The clinic taped the driveline cover lower on the driveline to prevent it from migrating to the connector and causing a disconnect.

Manufacturer narrative:
A supplemental report is being submitted for corrections. Describe event or problem was updated and a driveline cover with associated product information was added. Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ driveline cover. D4: model #: 1175. Catalog #: 1175. UDI #: (B)(4). D9: no. H5: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): (B)(4). H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16 additional information has been requested regarding the lot number of the driveline cover and additional event details, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The driveline cover remains in use.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and the associated driveline cover were not returned for evaluation. Visual evidence provided by the site revealed that the driveline cover was placed backwards over the driveline connector, thus confirming the reported driveline cover incorrect positioning event. Log files were not available for analysis. As a result, the reported driveline disconnect/vad stop event could not be confirmed; however, it is likely that the incorrect placement of the driveline cover contributed to the reported driveline disconnect event. Based on the available information, the most likely root cause of the reported event can be attributed to physical disconnection of the driveline from the controller as a result of the reported incorrect placement of the driveline cover. CAPA pr00405633 is investigating incorrect placements of the driveline cover. Additional products: d1: heartware ventricular assist system ¿ driveline cover h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline became disconnected from the controller while the patient was in bed and a ventricular assist device (vad) stop occurred. The patient was able to reconnect the driveline, however it was noted that the driveline cover was on backwards. The patient was seen in the clinic where the patient was educated on the right way to put the driveline cover and the locking mechanism. The driveline remains in use. No patient complications have been reported as a result of this event.